Event description:
It was reported that the patient presented to the hospital with multiple aborted vf shocks from the device. Upon interrogation, the aborted shocks appeared to be due to noise on the lead. Upon screening of the lead, the blue etfe coils appeared to be outside of the lead body. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an outer insulation abrasion on the is-1 connector at 7cm from the connector pin due to friction to the ICD can. This abrasion caused a short circuit between the proximal coil and the ICD can resulting in noise. Additional abrasions were noted at 9.5cm and 10.5cm from the distal tip electrode which were caused from the inside out.